Event description:
On (B)(6) 2020, the user contacted (B)(6) to report high blood glucose (bg) readings. The user stated that her physical therapist (pt) who was with her at the time, was alarmed due to the user's dizziness and nearly falling. Therefore, the pt decided to test the user's bg levels, and received high bg readings of 475 mg/dl and 454 mg/dl. The user reported she was diagnosed with end stage heart failure, and is an lvad patient since april. The user's high readings were reported to her primary care physician (pcp) and to her heart failure clinic. Following the above, the user was told to call 911 and to be transported immediately to the ER. Once the emergency medical technician (emt) arrived, they took her vital signs as well as her bg level. The emt's bg device showed a reading of 135 mg/dl. Therefore, the ER transport was canceled. Multiple attempts to follow up with the customer were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2020, the user contacted dario to report high blood glucose (bg) readings. The user stated that her physical therapist (pt) who was with her at the time, was alarmed due to the user's dizziness and nearly falling. Therefore, the pt decided to test the user's bg levels, and received high bg readings of 475 mg/dl and 454 mg/dl. The user reported she was diagnosed with end stage heart failure, and is an lvad patient since (B)(6) the user's high readings were reported to her primary care physician (pcp) and to her heart failure clinic. Following the above, the user was told to call 911 and to be transported immediately to the ER. Once the emergency medical technician (emt) arrived, they took her vital signs as well as her bg level. The emt's bg device showed a reading of 135 mg/dl. Therefore, the ER transport was canceled. Multiple attempts to follow up with the customer were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available. Addition for the follow-up report: on (B)(6) 2020, dario's representative contacted the user. The user reported that she has never replaced the test strip cartridge that is placed in the modular dario housing, around 20 months, and has been emptying the new cartridge of strips into the old test strip cartridge. Dario's user guide warns regarding the above in the following sections: section 'test strip precaution': "store unused test strips in their original cartridge. Do not remove test strips from the test strip cartridge and put them into another container". Section 'storage and handling': "do not transfer test strips from one cartridge to another." Dario's representative explained the above to the user, and explained that the test strips cartridge should be replaced within 1 month of first opening the cartridge foil. As per dario's test strips cartridge labeling "use within one month from first opening the cartridge foil". The user was sent a replacement of dario's strips and control solution. While following up with the user, she reported that the new cartridge of strips is working as it should, and is reading within range. Therefore, it can be determined that there was misuse of the device (off-label use). This complaint is not confirmed.